Manufacturer narrative:
Evaluation summary: customer report of stenosis was confirmed. As received, non-coronary cusp was folded on itself due to host tissue overgrowth. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 8mm. Host tissue was heavy at both the stent outflow and inflow. Host tissue fused lc and nc leaflets at lc-nc attachment site by 10mm, host tissue also fused nc and rc leaflets at nc-rc attachment site by 8mm. Host tissue restricted mobility in the leaflets and led to stenosis. No visible damage to wireform observed on xray. Method: x-ray. Stenosis can be due to many factors depending on the implant duration including but not limited to: calcification, thrombosis and pannus. In this case, the stenosis is attributed to host tissue overgrowth/pannus. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Reportedly the device was explanted after a duration of approximately 1 year 4 months (16.37 months) due to severe tricuspid regurgitation and stenosis. Per the surgeon, the patient, who is (B)(6) old, has a history of ebstein's anomaly and previous tricuspid repair. He has had this valve in since (B)(6) 2011. It had to be explanted due to severe regurgitation caused by a completely fused leaflet. This was clearly visible on inspection.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 6625-lp which is marketed in the u.s. Method: device evaluation anticipated but has not yet begun. Results: device evaluation anticipated but has not yet begun. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device completed the decontamination procedure at our facility in (B)(4) on (B)(4) 2013 and was received for evaluation at our (B)(4) facility on (B)(4) 2013. Evaluation is pending. Per the product instructions for use (IFU), the carpentier-edwards bioprosthesis is intended for use in patients whose mitral valvular disease is sufficiently advanced to warrant replacement of their natural valve with a prosthetic one. It is also intended for use in patients with a previously implanted mitral valve prosthesis which no longer functions adequately and requires replacement. In this case, this mitral valve device was implanted in the tricuspid position which is not recommended.